Manufacturer narrative:
Summary of evaluation: evaluation of this device could not be performed, as the device was not returned to howmedica. Attempts to obtain the device, catalog number, and lot code info have been unsuccessful.

Event description:
The tibial insert was revised for unknown reasons.